Event description:
The customer reported that the system would not come on initially. There was smoke coming out of bottom and an electrical smell presented. The system was not booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor board was replaced. The system was then found to be operating as intended.